Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to cut blue (can l) and red (can h) wires in the trunk cable. The trunk cable showed signs of physical abuse including being cut. The root cause for cut cable/wires was physical abuse. No adverse event resulted from the open wire.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a test monitor.